Event description:
Customer reported she was hospitalized due to diabetic ketoacidosis and was admitted to the intensive care unit. Customer stated that because of having scar tissue she was not receiving all of the insulin the device was delivering. Blood glucose value at the time of admission was 591 mg/dl. Customer was driving for a 16 hour trip and was not being conscious of her food intake; she was not in an accident. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.